Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016 device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. On investigation, the pump powered up to the verify screen with a horizontal blue ling running through the top part of the display. A clear and legible display was restored when the pump display was replaced with a test display screen. No other defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 12/21/2015, the reporter contacted animas, alleging a display (line through display) issue. Reportedly, there were blue lines in the display and battery change did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.